Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14.4 mmol/l (260 mg/dl) while wearing the pod less than an hour on the abdomen. The patient noted the cannula had dislodged and was bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and performed as designed. A kink was noted in the cannula, however, unable to determine when the kink occurred. Had it occurred during use, there would have been pressure buildup in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. Nothing could be conclusively attributed to the cannula dislodging from the insertion site or high bg (blood glucose) levels.